Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention due to methicillin-resistant staphylococcus aureus near her ipg site. During the procedure, the patient's ipg was explanted. The surgeon also decided to cut and remove a portion of the patient's lead. The remaining portion of the lead was left inside the patient.